Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to device info. (D.4): mcghan330cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, partial delamination of valve assessed as adhesive failure. Additional observations. White particle observed inside device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.